Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Other source documents (surgical report, follow up reports) were provided. Where lot numbers were received for the devices, the devices history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Note: split case with warsaw: (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 40 on the left side on (B)(6) 2012. On regular follow up on (B)(6) 2013 patient stated left hip pain. It is also reported that surgeon was concerned about possible metallosis. At this time no revision surgery is planned.